Event description:
It was reported that prior to a routine device changeout procedure, a loss of capture was observed on the right ventricular lead. The patient was asymptomatic. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.